Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with intermittently charging the pump battery. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.